Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were performance issues, including server and station slowness. A technical support specialist logged into the server and called the customer to determine the correct domain controller. Due to an ice storm in ontario, some dark fiber that connects to rvh hosted services was cut while trying to connect to the hospital. A sesamin call was hoped to be set up, but there was a 45-second delay before connecting to others. The domain was changed, but the delay persisted. After a call with the network team, the network updated firewall rules to allow ldap to go through. Users were then able to log in with times under 1 second. Additionally, there were memory issues on the aio server. Hospital information tech increased the ram to 16gb and requested a review of the server. The technical support specialist received permission from hospital information tech to adjust max dop from 4 to 2 and sql server allocation from 4gb to 8gb. Index tasks and sql jobs completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had performance issues on server and station slowness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.